Event description:
The account generated a nonreactive hcv eia 2.0 result on a patient who tested riba positive and rna positive. The physician questioned the negative hcv eia 2.0 result and additional hcv testing was performed due to the patient clinical picture. No impact to patient management was reported. Account testing data: 05/2005 hcv eia 2.0=0.181 s/co, cutoff=0.444, 05/2005 hcv eia 2.0=0.386 s/co, cutoff=0.467, rerun in 05/2005 hcv eia 2.0=0.434 s/co, cutoff=0.456: evaluated liver enzymes, specimens was icteric. Reference lab testing data: hcv riba positive, 3+on two bands, hcv rna detected, hcv rna quantitative 18.2e6 iu/ml, reference=<50, hcv rna quanititative 7.26 log iu/ml, reference=<1.7, hcv genotyping pending.